Event description:
It was reported that catheter damage occurred. A 7.00mm/2.0cm/90cm peripheral cutting balloon® catheter was selected for use. The procedure was completed successfully with the device; however, upon removal of the balloon, it was observed that the device cut the entire unspecified sheath open. There were no patient complications reported.

Manufacturer narrative:
(B)(4).